Manufacturer narrative:
Follow-up # 1 date of submission 02/18/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings:a review of the pump history showed that fully charged replacement batteries were not being used. There was no corrosion observed in the battery compartment. The pump current draws were found to be within the required specifications. The pump was opened and no defects were observed to the power circuit. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the case seal to the grip. The complaint of the short battery life was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue.: the battery is not lasting as long as expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.